Manufacturer narrative:
The UDI is unknown due to the part/lot number was not provided. The device was reportedly retained by the facility. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional rx herculink device referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat the left and right renal arteries. The herculink elite stents were successfully deployed at the intended locations; however, the balloons, which were fully deflated, were unable to be pulled into the 6fr guide catheter as they would not re-wrap. Therefore, both delivery systems were removed as one unit with the guiding catheter. When removing the second herculink elite sds some resistance was noted and a dissection occurred in the right iliac artery. An absolute pro stent was used to treat the dissection. There were no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined; however, the reported treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.